Manufacturer narrative:
The investigation for the pump did not start issue has been completed. Clinical details state that during delivery, red lumen could not be removed after the wire was inserted. Pump was returned and inspected. No data logs were provided. Investigation revealed the red lumen was kinked inside the cannula, just before the opening of the outflow cage. The cause of the delivery issue was a red lumen removal issue due to red lumen found kinked in device and provided clinical details.

Event description:
The user facility reported an impella cp device was being placed for the support of a patient admitted with acute myocardial infraction. The team had a failure at the setup that prompted the team to replace the pump. The lumen failed to be removed which would have prevented the pump to start. There was no patient harm as a result of the event.

Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.